Event description:
This notification is being reviewed due to a user of a nirvana device reporting the device is not working, it will not stay on at a consistent pressure. The patient states the device continues to increase to 16 pt in pressure causing dry mouth. There was no allegation of serious patient harm or injury, or medical intervention reported. There was no patient harm or injury associated with this notification and no increased risk to the intended user. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.